Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 7 patient samples tested for elecsys ft3 iii (ft3 iii), elecsys ft4 iii (ft4 iii), and elecsys tsh (tsh) on a cobas e 801 module. The 7 patient samples were submitted for investigation where discrepant results were identified for tsh, ft4 iii and ft3 iii between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 8000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results and medwatch with patient identifier (B)(6) for information on the tsh erroneous results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was (B)(4). The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft4 iii reagent lot number used with the e601 module and the e411 analyzer was 378826 with an expiration date of 31-aug-2019. The ft4 iii reagent lot number used with the e801 module at the investigation site was 380330 with an expiration date of 31-dec-2019. Based on the information available, a general reagent issue can be excluded. Assays from different manufacturers, in this case siemens, can generate different results. The investigation did not identify a product problem. The cause of the event could not be determined.